Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the lld ez was not returned, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia and cied system/pocket infection. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, and during advancement, the lld ez fractured at the proximal end. Following the fracture, the lld ez could not be removed from the lead; therefore, a fishhook, along with the laser sheath were attached to the lead, distal of the fracture. The lead and fractured lld ez were extracted, and the patient survived the procedure. This report captures a portion of the lld ez, that separated in the patient, requiring intervention.